Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as an itchy rash anywhere the lifevest touches the skin. The patient has a history of a latex allergy and sensitive skin. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed hydrocortisone for the rash. Follow up indicated that the rash improved.